Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on 06/02/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2015 with the following findings: investigation revealed that the display screen was dim, fading, and discolored. Unrelated to the display issue, investigation revealed that the keypad cover was torn at the ok keypad button. All keypad buttons responded normally to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).